Event description:
It was reported that the left ventricular (lv) lead had slid back from the primary implant position but was still located in the target vessel. However the lead had moved enough to drastically change the thresholds. These high thresholds then drove the device to early eri (elective replacement indicator) due to high chronic outputs. It was noted that the device¿s longevity was only two years. The device was explanted and replaced. The physician had tried to reposition the lv lead but it would not advance. The lead was then attempted to be explanted but the distal end of the lead could not pass through the space where the svc (superior vena cava) coil of the right ventricular (rv) lead was; the assumption being that the scar tissue had built up around the area. The lead was then partially explanted, capped, and replaced with a lv new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant: 439688 lead implanted: 2012-(B)(6); 5076-52 lead implanted: 2012-(B)(6). (B)(4)